Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient n (B)(6), 2010. According to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.